Manufacturer narrative:
Inner lumen did not aspirate. Esp personnel explained the inner lumen was clotted labeled do not use due to risk for thrombus. The patient did have a radial arterial line.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.